Event description:
It was reported that patient was admitted with sudden onset syncope and two nurses were able to start CPR immediately and evaluation found an initial rhythm of ventricular fibrillation requiring successful shock termination. Thereafter, patient stayed in atrial fibrillation without any further ventricular events. Further evaluation of the device noted that the syncope episode was not recorded by the device and was most likely due to undersensing. The patient underwent a successful device upgrade from a dual-chamber pacemaker to dual-chamber defibrillator. The existing pacemaker was in the lateral position and the patient complained of significant pain. The patient requested device pocket to a more medial location, and ultimately the new device was in a more medial location. There were no complications during the procedure.

Manufacturer narrative:
The reported field event of undersensing was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.